Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. The left horizontal footswitch was not working because the wire to the switch had corroded loose. Also, there was a great deal of corrosion around the treadle position switch. The footswitch was replaced to address this issue. The root cause of the reported ¿no reflux¿ is attributed to a nonconforming wire within the footswitch and is unrelated to the functionality of the system itself. The system was found to functionally exhibit no problems during an onsite assessment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to replicate the reported event. The footswitch was replaced to address the issue, but it was not returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the nonconforming footswitch. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an ophthalmic operating console presented no reflux. Procedure details and patient impact were not reported. Additional information has been requested none received till date.